Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens was implanted upon insertion and the lens was torn. In follow-up, it was reported the lens was fully inserted into the patient's eye and the surgeon then noticed the lens was torn. The surgeon removed and replaced it with a new lens during the same procedure. There was a 6 mm of incision enlargement and no vitrectomy was performed. The patient is doing fine post-operatively.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was inspected at 10x microscope magnification. Visual inspection revealed a large, broken part at the optic lens center. Surface residuals (fiber/particles) residue on the lens was seen and compatible with handling the lens. Based on the investigation the lens received was observed with surface residuals (particles) and a broken part of lens in the center optic zone, additional analysis was not possible. The lens condition is compatible with a handled lens. Since the lens has a broken in center optic zone the product did not meet the acceptance criteria. Functional test cannot be performed due to the condition of the lens received. The complaint reported, iol torn could not be verified due to the condition of the lens received, which is related to the surgical process. The manufacturing records for the intraocular lens were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the reported customer claim was generated when this production order was manufactured. Review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections, or specifications that could be related to the reported complaint. No other investigations requests have been received for this production order. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.